Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bridge surgery on (B)(6)2026 and suture was used. It was reported that the suture was broken when the surgeon attempted to tie a knot with suture. Changed another one to complete the surgery. There is no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: representative samples: the product was returned to ethicon for evaluation. Two open straight packs were observed: one contained a two needle suture combination and the other contained a single needle suture combination. Product code is a multi strand suture and contains two strands per packet. In order to evaluate the condition of the returned sample, the needle sutures were removed from the folder packets. The swage and attachment area of the needles were noted to be as expected. The sutures were examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Representative samples /photo: one open box with twelve representative unopened samples was received for analysis. Product code epm8733. In addition, two photos were provided and showed the same condition of the physically received sample. The provided image/ images were reviewed, and no root cause can be determined upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.